Event description:
The device delivered inappropriate hv shock due to noise. A lead fracture or insulation break was suspected. Isometrics were performed but noise could not be recreated. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.